Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, that immediately after the surgery began, and although the images from the video system center had been inspected before use and had no problems, they were dark when inserted into the body. The light guide and optical viewing tube were replaced with the same type, and the video system center was restarted and used as is to complete the procedure. The issue occurred during an unspecified therapeutic procedure and completed using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed. The device was not returned to the legal manufacturer, and further information regarding the root cause could not be determined. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.